Event description:
It was reported that during a total wrist arthroplasty, the broach was placed in the broach handle and was inserted into the right wrist of the patient. The surgeon used the mallet to advance the broach in the wrist and the pin that held the broach in place snapped in two. The surgeon used a vice grip to remove it. The surgery was delayed for 15 minutes due to this malfunction. There was no injury to the patient or adverse consequences alleged and the patient outcome to date was reported as "good."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.